Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a visit some markers were missing on the electrogram strip. Intermittent telemetry between the programmer header and the device was suspected. The device and programmer remain in use. No patient complications have been reported as a result of this event.